Manufacturer narrative:
The device was received 11/21/2013. During testing, corrosion was found in the battery compartment. This was due to leakage from the disposable batteries. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
During verification testing at the service center, leakage from the disposable batteries was noted in the battery compartment of the device.